Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This actually broke and they threw it away! So I don¿t have the lot number, it isn¿t available for return, it happened during the case, there was no delay to the case as they opened up a second tray, it was reported on saturday 14th august, apparently one of the attachments snapped off whilst trying to assemble the instrument.